Manufacturer narrative:
Event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04765. It was reported that the patient experienced a persisting headache after an scs trial. The physician presumed it was from a dural tear during the trial and performed a blood patch on (B)(6) 2021, resolving the issue.